Manufacturer narrative:
It was reported that a sepramesh product used in a laparoscopic ventral hernia repair was damaged after it was placed into the abdomen. The product was used to complete the repair and no pt injury was reported. Currently it is unk whether the graft may have caused or contributed to the alleged event. The limited info provided suggests the damage occurred during placement through the trocar. No specific details regarding the alleged damage were reported and no sample was returned, as it was used to complete the pt's hernia repair. A mfg review was performed and did not find evidence of a mfg related cause for the alleged event. Without add'l info, no conclusion can be drawn.

Event description:
Based on info reported to davol: on (B)(6) 2010 - it was alleged that the sepracoating was damaged during/after bringing into the abdomen during a laparoscopic ventral hernia repair. The mesh was used to complete the repair and there was no reported pt injury.